Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during set up, the venous probe could not get into the connector. They completed the case without a venous blood temperature; as they did not changed it out. *no known consequence or impact to patient *product was not changed out *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 31, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information) ; h4 (device manufacture date); h6 (identification of evaluation codes 11, 3331, 4114, 213, 67). The affected sample was not returned for evaluation; however, a photo was provided that only showed the temperature probe. The temperature probe appeared to be normal with no anomalies noted. A representative retention sample was inspected for damage with no damage noted on the device. Thermistor wires were able to be connected to the venous temperature probe with no issues noted. Without the returned device, a thorough investigation could not be performed, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.